Event description:
It was reported that during the attempted implant, the helix would not deploy and retract consistently. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. It was further reported that the device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product: 5076 non defib lead, (B)(6) 2004; 6949 defib lead, (B)(6) 2004; (B)(4).